Manufacturer narrative:
This report is for unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Date of implantation is an unknown date in (B)(6) 2019. Complainant part is not expected to be returned for manufacturer review/investigation. Date of concomitant therapy is the same as date of implantation, an unknown date in (B)(6) 2019. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that in (B)(6) 2019, patient was treated for a left distal femur fracture. Postoperatively, the patient developed an infection. The plate and the screws were removed on (B)(6) 2020. This report is for unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
06/05/2020: updated event description: device report from italy reports an event as follows: it was reported that in (B)(6) 2019, patient was treated for a left distal femur fracture. Postoperatively, the patient developed an infection. The plate and the screws were removed on (B)(6) 2020. This complaint involves unknown number of devices. This report is for the unk - screws: trauma.